Manufacturer narrative:
The suspected 5mm dia biopsy curette insert ((B)(6)) was returned for evaluation: the device history record (DHR) was reviewed, and no anomalies related to the reported failure were observed. Failure analysis: evaluation of the biopsy curette insert verified the complaint reported by the customer as valid. The inner stem of the sampling rod was broken at the thread level. Additionally, there were marks on the stem. Root cause analysis: the cause was not determined with absolute certainty. It is likely that there was a weakness on the thread, and when the user assembled the device with the handle, there were difficulties (because there were marks on the stem) that caused a breakage.

Event description:
It was reported that "during surgery (rectal biopsy for diagnostic), it was impossible to perform the tissue sample" using 5mm dia biopsy curette insert ((B)(6)), despite several attempts. Staff successfully used another device. Patient experienced pain. No other patient consequences occurred as a result.